Manufacturer narrative:
Other, other text: device evaluation- one used sample was returned for evaluation. There were no abnormalities found during the visual inspection of the returned sample. Using a standard syringe, 20 ml of air was inserted into the airway line of the returned device (reference picture). There were no issues identified with the cuff inflating. A standard ruler was used to measure cuff symmetry on the device. Locating the position of the worst case symmetry, measurements were taken from the outside of the cuff to the center of the shaft and then from the center of the shaft to the opposite outside of the cuff. The following are the measurements recorded for the device: 17mm/13mm. The measurements meet the manufacturing specification of 1/3:2/3. The reported problem could not be confirmed.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes siliconized is not inflating symmetric fully in cuff. Unknown if patient adverse events occurred.